Event description:
It was reported that the pump was implanted in 1999 for baclofen infusion. In february, 2001 the pump stopped infusing. Therefore, the pump was explanted. There were no reported complications.